Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-may-2023. H6: investigation summary our quality engineer inspected the 3 photos, 1 representative sample and 1 used sample submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection and testing of the samples. Analysis of the sample photos shows the contaminated sample¿s needle is not within the needle cap. Testing of the representative sample shows no defects or functionality failures. Visual examination of the used sample showed that the needle of the device is exposed and not contained within the needle cap. The needle was also observed to be bent. No other damages were observed on the sample. However, since the used sample was returned without the cannula hub, the root cause of the defect could not be investigated. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced mechanism failure. The following information was provided by the initial reporter, translated from spanish to english: the other day we used a catheter to get a line and the ones we have, have a safety system. It did not pop out as you can see in the photos, and it was difficult to manipulate it once it was in the vein. Lot2201240p02.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced mechanism failure. The following information was provided by the initial reporter, translated from spanish to english: the other day we used a catheter to get a line and the ones we have, have a safety system. It did not pop out as you can see in the photos, and it was difficult to manipulate it once it was in the vein. Lot2201240p02.